Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 34 complaints, regarding 35 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer, that as-ifs1, airseal ifs, 120v was being used on an unknown date during a robotic liver transplant procedure when it was reported ¿patient received a venous gas embolism while using airseal in a robotic liver (donor) transplant case. He told me that this happened in a case over 6 months ago, but himself/facility (B)(6) hospital) never reported it to conmed until now. Since this happened so long ago, I do not have the lot #s or serial number of the unit. The surgeon also does not know this information. He was not able to give me any other details about the case or what happened since it occurred a while ago. He stated he will continue to use airseal on every other case except liver donations/transplants due to the vessels being exposed/dissected. He continues to use airseal on the other cases¿. The procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported injury due to the patient obtaining a venous gas embolism.

Event description:
The sales representative reported on behalf of the customer, that as-ifs1, airseal ifs, 120v was being used on an unknown date during a robotic liver transplant procedure when it was reported "patient received a venous gas embolism while using airseal in a robotic liver (donor) transplant case. He told me that this happened in a case over 6 months ago, but himself/facility ((B)(6) hospital) never reported it to conmed until now. Since this happened so long ago, I do not have the lot #s or serial number of the unit. The surgeon also does not know this information. He was not able to give me any other details about the case or what happened since it occurred a while ago. He stated he will continue to use airseal on every other case except liver donations/transplants due to the vessels being exposed/dissected. He continues to use airseal on the other cases." The procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported injury due to the patient obtaining a venous gas embolism.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.